Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all; patient, event and device's information davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: (B)(6) 2002 - a kugel hernia patch was used to repair patient's hernia defect. As a result of the [kugel] patch, patient suffered injury. On (B)(6)2008 - patient's kugel patch was removed.